Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone granuloma; capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side "chronic pain" and "fibrosis", captured as capsular contracture baker grade unknown, ¿anxiety¿, ¿recall¿, ¿insomnia¿, ¿mood disturbances¿, ¿depression", ¿signals of depression¿, ¿memory problems and attention problems", "synovial-type cystic metaplasia presenting xanthomatous histocytes", "hyalinization", "discrete chronic inflammatory reaction", "slight chronic inflammatory reaction and foreign body-type gigantocellular reaction to refringent material ("silicone granulomas") in the wall", "granuloma", and "swelling". Patient representative additionally reported the following events, which are not device-related: "fibromyalgia", "asia syndrome¿, "rheumatoid arthritis¿, ¿redness on the joints¿, ¿movement limitations¿, ¿joint pain¿, ¿fatigue tiredness¿, ¿muscular pain¿, ¿demyelinating polyneuropathy¿, ¿microcysts¿, and "adipose replacement of stroma¿. Device has been explanted.